Event description:
It was reported that an emt alleged the cot would not fully lift, therefore, he sustained a knee injury due to physically having to lift the cot onto the emergency vehicle. Further information has not been provided.

Event description:
It was reported that an emt alleged the cot would not fully lift, therefore he sustained a knee injury due to physically having to lift the cot onto the emergency vehicle. Further information has not been provided.

Manufacturer narrative:
Further information regarding this event has not been made available.